Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the pacemaker exhibited post sensed t-wave oversensing. No intervention was performed. The patient was in stable condition.